Event description:
It was reported that this right ventricular (rv) lead experienced right ventricular automatic threshold (rvat) test due to loss of capture (loc). Additionally, a yellow alert was noted. The device remains in service. No additional adverse patient effects were reported.